Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/07/2015. Updated (B)(4) to reflect change to serious injury.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/28/2015.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: pieces of the broken trocar may not have been retrieved from the patient.

Event description:
According to the reporter: a piece of the trocar broke off and fell into the patient. There was no patient injury.